Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned on 04/30/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with (B)(6) device and passed. Performed share log review and loss of connection was confirmed. The reported event of a loss of connection was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.